Event description:
It was reported, the pt has felt pain at the ipg site since she was implanted. She stated, she has seen her physician on numerous occasions to resolve the issue. The physician has allegedly tried topical cream and injections but these were unsuccessful at resolving the issue. X-rays were taken and showed no anomalies. The pt plans to see her physician again for a follow-up appointment. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.